Event description:
Customer reported on (B)(6) from the us that their elvie pump would not turn on or charge. The customer advised that they were on prescribed medication for the treatment of mastitis and their doctor suspects that the cause of the mastitis was insufficient suction power on the pump before it stopped working.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have requested the product back for analysis and provided the customer with a replacement hub. The device has not been returned to date. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.